Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered a ventricular tachycardia (vt) storm and delivered a total of 34 shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and therapy exhaustion. Patient reported beeping tones coming from the device. Technical analysis suggested the device tripped elective replacement indicator (eri) after the delivery of the shocks. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.